Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an unexpected reset occurred. There was no reported impact to the customer¿s blood glucose. Reportedly, the customer was able to reload the existing cartridge and resumed insulin delivery.